Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). This 38 mm x 3.50 mm promus premier select stent was successfully deployed in the lad. During post dilation an edge dissection was noted at the proximal part of the stent. A 12 mm x 4 mm promus element stent was deployed proximally to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.